Event description:
The device was connected to a syringe for infusion. Leakage occurred, resulting in a loss of antibiotic drug. It was necessary to replace the catheter as a result of this incident.

Manufacturer narrative:
This report was received from (B)(4) regulatory agency. The hospital and patient information are confidential and will not be released. No further information regarding this incident is available. Upon completion of the no sample investigation, a supplemental report will be submitted. (B)(4). Date submitted: 02 april 2012.